Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, the patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 during a peg/peg-j system replacement in the hospital, a duodenal ulcer was detected which required immediate surgery to remove part of the intestine. It was reported that on the same day, the patient experienced cardiac arrest and was put in a pharmacological coma in the intensive care unit.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the patient had additionally experienced an intestinal perforation. On (B)(6) 2017, the patient died due to complications related to the gastro intestinal surgery. It was unknown if an autopsy was performed. The physician stated that the duodenal ulceration was due to the peg tube. Lot number was not available.